Manufacturer narrative:
The insulin pump passed displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with o-ring broken, cracked display window corner, broken reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and cracks on the reservoir compartment of the insulin pump. The customer's blood glucose reading was 597 mg/dl. The customer had symptoms such as excessive thirst and muddled. The customer treated with manual injection. The customer stated that the old rings that go inside the reservoir compartment broke.